Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicate the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2013. (B)(4).

Event description:
A consumer reported that since having multifocal intraocular lenses implanted bilaterally, she can not see smaller print, which is a great hinderance to her, as she is an avid reader. Even with reading glasses her vision is not as clear as she would like. In a follow up the surgeon reported that a limbal relaxing incision to the cornea was made during the cataract procedure. He also reported that the patient has posterior capsular opacification. The surgeon further noted that he does not blame the lenses for the reported event. There are two medical device reports associated with this event. This report is for the right eye.